Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected non-fasting blood glucose test result range is 120 - 140 mg/dl. The customer stated he takes his blood sugars non-fasting, 1 hour after his meal per his doctor, as they want to see how much insulin he should take. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is month of (B)(6) 2016. Customer stated he takes insulin to manage his diabetes. The meter memory was reviewed for previous test result history (date/time not set): 1: hi (B)(6) 2016 03:45 am fasting:no. 2: 305mg/dl (B)(6) 2016 09:59 am fasting:no. 3: 377mg/dl (B)(6) 2016 08:34 am fasting:no. 4: 455mg/dl (B)(6) 2016 07:44 am fasting:no. 5: 330mg/dl (B)(6) 2016 03:41 am fasting:no. Memory concerns:the customer is concerned with the hi in the meter's memory.